Event description:
Litigation alleges that the patient suffered throbbing left hip pain and intermittent sharp pains in her hip which come and go. The patient also suffers from aching thigh pain which extends almost down to her knee. The patient also has elevated metal ion levels in her blood, due to excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.